Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was seen on the right ventricular (rv) lead can to rv coil and can to superior vena cava (svc). The lead remains in use. No patient complications have been reported as a result of this event.